Event description:
It was reported that, during tha these reamers were very dull.

Manufacturer narrative:
Device manufacture date for lot #v2009115: 02/16/2010. When completed, the eval summary will be submitted in a supplemental report.